Manufacturer narrative:
It was reported that the tip broke. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that the distal end of the device had fractured off at the weld. Patient bone quality and surgical technique were not provided in the complaint. Additionally, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the surgeon was performing a right shoulder arthroscopy with labral repair and capsulloraphy. While attempting to pass suture through the labrum the tip of the ar-4068-25tr suture lasso broke off. All broken pieces were retrieved from the patient and confirmed with x-ray. No extra incisions were made. The surgeon was able to complete the procedure as planned after the broken pieces were retrieved by using a new suture lasso.